Event description:
It was reported that balloon rupture occurred. A 2.0mmx30mmx143cm coyote nc (nc quantum apex) balloon catheter was advanced for dilation. However, during second inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed without any issue noted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.